Event description:
It was reported that, regarding a 14" ext set w/4 gang 1o2® manifold w/baseplate experienced leakage that required medical intervention to alleviate drop in blood pressure. The customer reported that the manifold connection at green port spontaneously started to leak while running vasoactive medication (norepinephrine) resulting in drop in patient's systolic blood pressure and addition of other vasoactive meds; phenylephrine infusion initiated. Leak not immediately obvious and discovered with repositioning 1 hour later. Additional vasoactive medication stopped. There was patient involvement, no patient harm reported but there was a delay in therapy.

Manufacturer narrative:
B1 brand name: 14" ext set w/4 gang 1o2¿ manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device was returned for evaluation; however, testing has not yet been completed. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Received one (1) used b55005 ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red) for inspection. No defects or anomalies noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was no leakage. The reported complaint was unable to be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.